Event description:
During coil placement within a 4 x 4 aneurysm, one coil was placed without difficulty. During the advancement of the next two coils resistance was felt in the middle portion of the prowler14 microcatheter (mc) and both coils stretched. Reportedly, there was no continuous flush maintained through the mc. The coils and mc were removed from the pt's vessel. Additional coils were placed and the procedure was completed successfully. There were no reported pt complications.